Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported last friday or saturday they felt a sudden increase of stimulation on their back neurostimulator (ins) and when they tried to check their settings on the controller, they got no device found message. Pt said when they connected their recharger and follow the instruction on the controller screen their ins battery was at 100%. Pt said they had called their manufacturer representative (rep) last wednesday and was told to call patient and technical services(pats). Pt don't have the recharger with them during the time of call, but they had checked and their ins battery was full when it happened. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
B3: event date is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.